Event description:
Info received indicates the head section would not lower.

Manufacturer narrative:
The tech found both gas cylinders were not functioning. The tech replaced the gas cylinders to repair the stretcher.